Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2010, the patient was implanted with a paddle lead. After the operation, the patient had difficulty moving the left arm and reported numbness. Two CT scans were taken and came back normal. On (B) (6) 2010, the doctor revised the lead location. As of (B) (6) 2010, the patient can move the arm slightly.